Event description:
It was reported that a high drain 105 alarm occurred during drain five on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) indicated they did not have any overfill symptoms. The technical service representative (tsr) reviewed the therapy log. The cycle five ultra filtration volume equaled 2688 ml. The tsr reviewed the therapy settings. The fill volume equaled 2000 ml. The tsr arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The reported event was identified during review of the event history logs. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. External and internal visual inspections were performed with no issues noted. A short simulated therapy was performed successfully and the pneumatic system was found to be working within specifications. The cause of the iipv event was determined to be insufficient drain due to the tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.